Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, perfect vision only at close range, cannot able to identify people or objects. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the left eye.